Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a psvt (paroxysmal supraventricular tachycardia) ablation with a thermocool® smart touch® sf bi-directional navigation catheter and the patient experienced cardiac tamponade that required drainage. In a psvt procedure, an electrophysiological study was conducted, leading to a diagnosis. The smart touch sf catheter was inserted into the sheath which the rv (right ventricular) catheter had been inserted. After performing four sessions of ablation, the patient's blood pressure dropped to 50 mmhg. Suspecting cardiac tamponade, it was diagnosed by surface echocardiography. Subsequently, drainage was performed, and the patient returned to the ICU (intensive care unit). Patient required extended hospitalization.

Manufacturer narrative:
On 30-jun-2025, bwi received additional information regarding the event. Energy source used was radiofrequency. 4 ablations were performed, all outside of the pulmonary veins. Furthermore, it was identified that the previous initial report did not include h6 and h11 information to indicate that the device had been discarded. H6 codes have been updated. The mistakenly omitted information is as follows: an analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31535140l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. The manufacturer's reference number: (B)(4).